Manufacturer narrative:
The device was not returned for evaluation, however, a 3mensio report of the patient¿s anatomy was provided for review. Calcification and tortuosity were observed in the patient¿s access vessels. A review of the device history report (DHR), and a lot history review did not reveal any manufacturing nonconformance that would have contributed to this complaint. The instructions for use (IFU) and training manuals were reviewed for guidance and instruction on device preparation and usage of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the delivery system was visually inspected and tested several times. Additionally, the work order underwent product verification testing on sampling basis. No failures occurred during product verification testing and the lot was released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for difficulties withdrawing the valve through the sheath was unable to be confirmed as neither the complaint device nor applicable procedural imagery was returned for review. As a result, presence of manufacturing non-conformances was unable to be determined. A review of lot history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. The patient¿s access vessel appeared tortuous and calcified, as observed in the provided imagery. Access vessel tortuosity and calcification can increase the likelihood of withdrawal difficulty as they can cause non-coaxial retrieval of the delivery system. If the valve was still crimped on the balloon during a non-coaxial retrieval, it can get caught on the sheath tip and contribute to withdrawal difficulties. Per training manual, ¿ensure the thv is centered on the flex tip¿, ¿crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve¿ and ¿do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again¿. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification / tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no manufacturing non-conformances were identified and no IFU/training deficiencies were identified, no corrective or preventative action is required or product risk assessment (pra) at this time.

Manufacturer narrative:
UDI: (B)(4); investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure for a 29mm sapien 3 valve, after the valve alignment, the x-ray malfunctioned. C-arm was brought into the room and a decision was made to abort the procedure. Multiple attempts made to pull the valve and delivery system back into the sheath were unsuccessful despite different troubleshooting maneuvers. The surgeon was concerned that pulling the undeployed valve through the iliac system would cause trauma/injury to the vessel, so a decision was made to deploy the valve into the descending aorta above the renal arteries. The valve was safely deployed/anchored in the descending aorta and the sheath was removed the case was aborted without injury to the patient and plans to reschedule.